Manufacturer narrative:
No product was received; however, photographs provided can confirm the alleged complaint. Review of the reported event identified the surgeon inadvertently contacted the implant with the awl and introduced a fracture as a result of the contact, which is considered the root cause. No additional investigation can be completed. Labeling review: "pre-operative warnings ...care should be used in the handling and storage of the coroent implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments... ..care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Warnings, cautions and precautions ...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur... ...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..."

Event description:
During a spinal fusion procedure, the surgeon utilized an awl which resulted in the already placed interbody fracturing at the lateral, screw side of the implant. All pieces of the fractured interbody were removed from the patient a new interbody of the same size was successfully placed. There was no patient or user harm reported in association with this event. No additional information is available.